Event description:
The nurse reported system message displayed and would not clear. The surgeon was unable to use the system because it wouldn't start. The case was completed with a retinopexy. The three remaining cases were cancelled. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the system message displayed. The system was serviced. The system was then tested and met all product specs. A review of complaints for the last 24 months did not indicate any add'l related reports for this system. (B) (4). (B) (4).